Manufacturer narrative:
A review of the image result files for initial testing showed that reactions appeared as reported by the instrument. The presence of the k-antigen was confirmed on retention product. An antibody screening assay was performed with the customers submitted sample. Positive results were obtained with cell 1 (k+). The product is performing according to specifications.

Event description:
A customer reported obtaining unexpected negative results with capture-r ready-screen (3), lot r366 on the echo.